Manufacturer narrative:
The customer reported inconsistent pads / paddles messages in the timed event summary. There was no report of pt involvement. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported inconsistent pad / paddles messages in the timed event summary. There was no report of pt involvement.